Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 550cc gel breast prosthesis, catalog #3505501bc, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 550cc gel breast prostheses that both ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 11/09/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.3 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).